Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level rose to 485 mg/dl due to issue. Customer gave correction injection with insulin pen, changed infusion set and cartridge, and then resumed insulin delivery. However, occlusions continued and the customer reverted to manual dose injection.